Event description:
Reportedly the patient was dissatisfied with the intraocular lens after approximately four (4) months. The doctor agreed with this finding and the lens was explanted. Another lens was implanted. No further information was provided.

Manufacturer narrative:
(B)(4) - dissatisfied. The intraocular lens was received at our manufacturing site for evaluation. The inspection of the lens showed no deviations. A review of the manufacturing records for this lens showed no deviations. Halos and glare are a known and labeled possible side effect of all multifocal intraocular lenses. All pertinent information available to abbott medical optics has been submitted. Should new information be received that changes the facts and/or conclusion of this report, a supplemental report will be submitted.